Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were responding to button presses as expected.

Event description:
The patient reported that the up arrow button was not responding. The patient confirmed that the keypad was intact and stated that the pump was not exposed to water in over a year. The patient reportedly wore the pump on the outside of clothing.